Event description:
A healthcare facility in france reported that the gas inlet port of a neopuff infant resuscitator was broken and requested a repair. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff was received at our regional office in (B)(4), where it was inspected by a trained fisher & paykel healthcare service engineer. The complaint fascia and valve system of the rd900 neopuff resuscitator were returned to fph in (B)(4) for evaluation. Results: visual inspection of the returned fascia and valve system revealed physical damage to the gas inlet port that appeared to be the result of an impact to the device. The upper and lower end caps were also observed to be cracked. A lot check revealed no other complaints for the lot date provided, 030221. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". The fascia and valve system were replaced by the service centre and the device was returned tot he customer after passing the performance test.

Event description:
A healthcare facility in (B)(6) reported that the gas inlet port of a neopuff infant resuscitator was broken and requested a repair. No patient consequence was reported.